Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the infusion set site. Tandem technical support had the customer perform a system check using the current supplies on the pump and a cause of the occlusion could not be determined. The customer was to load a new cartridge and infusion set. There was no impact to the customer's blood glucose level.